Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report

Event description:
Reportedly, the device shows periods of simultaneous oversensing on a and v channel. No relation with patient behaviour and activity can explain the artefacts. The patient is pacing dependent but until today with no symptoms the client wants to know if the morphology is likely to be related to be external noise or connection/lead issues. Also a comment for the possibility to program ddtv (60-100) is requested.